Event description:
Risk was notified that the raytec sponges in a total knee pack had 11 sponges instead of 10. This was found while the room was being set up and did not affect a pt. The sponges were removed and turned over the operating room leadership.